Event description:
It was reported that the patient presented at the emergency room due to an arrhythmia. It was discovered that their left ventricular (lv) lead exhibited high pacing impedance, loss of capture, and sensing issues, which were attributed to lead dislodgement. No intervention was performed. The patient's status was unknown.